Event description:
Please refer to report 0009613350-2019-00082.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: analysis could not be performed as no item number is available. Event description: it was reported that patient was implanted with ceramic head on an unknown date and revised on (B)(6) 2018 due to inlay wear. Review of received data: several x-rays were received from warsaw (B)(4) which was reviewed by healthcare professionals. 4 views of the left hip, undated. 3 are coned views of the arthroplasty joint and one oblique view includes the femoral component. There is eccentric superolateral position of the prosthetic femoral head reflecting polyethylene liner wear. There is no evidence of osteolysis or component loosening. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Conclusion: it was reported that product was implanted on unknown date and revised on (B)(6) 2018 due to inlay wear. The in vivo time of the device is unknown. X-rays confirmed the reported event. The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical devices: item # 433828049, hooded enhanced acetabular insert 28 mm i.d./49 mm., lot # unknown. The ceramic femoral head here reported will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. X-rays were received and will be reviewed as part of ongoing investigation. Device history record (DHR) review could not be performed as the lot number of the device involved in the event is unknown. This is a split case with zimmer inc., warsaw's reference number is (B)(4). A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was revised on (B)(6) 2018 on the left hip due to pe inlay wear. Attempts to obtain additional information have been made; however, no more is available.